Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an alarm warning: 1125 (cbit) cooling fan speed error message. The device was in use on a patient at the time. The reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse observed that the device is too dusty, and the fan is aging. The pse replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.